Manufacturer narrative:
The unit was received with a broken end cap. The unit also had a missing end cap sticker, minor scratches on the lcd window, and cracked casing at the display window corners and battery tube threads. The pump's reservoir tube lip was found, and the reservoir was missing an o-ring from the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack in the customer's insulin pump casing. The patient's blood glucose at the time of incident was 130 mg/dl. The customer confirmed that a piece of the pump was pushed out of the pump by the prime process. The drive support cap appeared normal. The customer did not press the cap while connected to the pump. The customer was not aware of how the pump was damaged. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.